Event description:
It was reported that during a lap colon procedure, when they tried to load the device, the clips fell. They could not be kept inside the jaws. No consequence for the patient. Another device was used to complete the procedure.

Manufacturer narrative:
Information anticipated, but unavailable at this time.